Event description:
It was reported that a user was not receiving glucose readings from a dexcom g7 sensor due to a pairing failure with the ilet, and support guided the user to toggle settings, restart, and re-pair the pump and advised a wait period for data to resume, consistent with an intermittent communication failure involving the antenna/electrical interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with the antenna identified as the implicated device component within the electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.